Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the newly unpacked 40-degree blade broke inside when tried to rotate the microdebrider handpiece, and there was an unusual noise during use. Procedure was completed with another blade. There is no patient involved in this event.

Manufacturer narrative:
H3: visually, when returned, a small plastic bag contained an insert, open pouch, tyvek, and a broken device. There were traces of brown/red residue found at the proximal end of the inner shaft, and on the inner shaft seal. The inner shaft was broken 0.556 inches from the distal end of the inner hub to the broken point. There was a sign of striation noticed at the broken point of the shaft. There was no damage noted on the outer tube and on the hubs. However, it was noticed that a clear tubing was passing the distal end of the outer tube, and it was wrinkled. Functionally, the device failed to load a handpiece due to the broken condition upon return. In the returned condition, there was an out of specification condition that was related to the complaint (due to physi cal damage). H6: initially submitted codes fdm b17, fdr c20, fdc d16 <(>&<)> img g04041 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.